Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pulse generator exhibited premature battery depletion. Patient was stable. Further information was requested but not received.